Event description:
It was reported that (1) er320 device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the surgeon indicated "grinding in the mechanism when firing. The instrument then misfired. Did attempt to trouble shooting method. The surgeon squeezed the handle tightly for the first two firings. The third clip then proceeded to fall out of the jaws. The final clip (4) then misfired completely. It is unknown how the case was completed and there was no consequence to the pt.